Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support performed troubleshooting with customer and the root cause could not be determined. Customer successfully resumed insulin delivery. Customer's blood glucose was 317-350 mg/dl.